Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: piece of the inserter broke inside the anchor. Probable root cause: design: anchor/inserter too large to insert into cannula. Anchor/inserter has difficult sharp/geometry which impedes insertion. Manufacturing: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force. Off angle insertion. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the inserter broke inside the anchor. The piece was removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the inserter broke inside the anchor. The piece was removed.